Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a few recent high out of range shock impedance measurements greater than 200 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated to the healthcare provider (hcp) that the issue could be related to a possible rv lead fracture or a possible device header spring contact issue. Ts provided guidance to bring the patient into the clinic for further evaluation, including a suggestion to perform an x-ray. The products remain in-service. No patient symptoms or adverse patient effects were reported.